Event description:
As reported, in 2005, this pt was implanted with a gore excluder aaa endoprostheses. During the procedure the trunk-ipsilateral leg component migrated proximally, covering the superior mesenteric and renal arteries. The pt was converted to open repair. The trunk-ipsilateral leg component was removed and a 22 x 11 bifurcated dacron graft was anastomosed in place. Excellent right and left femoral pulses were present distally. The pt returned to the recovery room in very guarded condition. At about 5 months post implant, the pt committed suicide.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.